Event description:
It was reported that the user experienced elevated blood glucose while using an ilet system after announcing and eating breakfast, with a recorded glucose of 183 mg/dl; no device alerts were reported and insufficient information was available to identify a specific device problem or component involvement. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.